Event description:
It was reported that the patient had to 'lay in her bed, put her knees up and arch her back' in order to get stimulation. It was indicated to be 'very positional.' The patient couldn't have her device on during the day because she couldn't arch her back all the time. It was also indicated that the patient experienced numbness in her left foot and sometimes in her left thigh area. The patient was checked for nerve damage and her l3, l4, l5 and s1 were reported to have 'short discs' and were 'naturally fusing.' It was stated that the patient took neurontin during the day 'because of the nerve roots.' The reporter indicated that the patient had developed an itch near the implantable neurostimulator (ins) as well as pain on the right side. It was noted that the patient was informed that there was arthritis on her hip but 'because the ins was blocking the view, the full picture couldn't be seen.' It was also reported that the patient experienced no stimulation sensation. The patient tried to turn the device on about a week before and it wasn't working. The patient was using a therapeutic magnet on her back about a month prior and this was around the time she tried to turn the ins on and felt a tingle. This tingle was noted to have indicated to the patient that it was on but she couldn't feel the stimulation when she arched her back. The reporter stated that the patient was worried that the magnet could have 'wiped her device out.'

Event description:
Additional information received reported that the patient had undergone a revision to add a second lead for better coverage. It was found that the older lead was not placed right and was providing positional coverage.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3487a, lot# j0015980v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
Additional information was received indicating that the patient recovered without permanent impairment.